Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000089-2007-01453. It was reported that 4 days after a coronary drug eluting stenting treatment procedure, the pt had ventricular tachycardia. The index procedure treated a 3.5x18mm, 95% stenosed lesion in the saphenous vein graft (svg) to proximal right coronary artery (prox rca) with predilation and placement of a taxus express2 3.5x24mm drug eluting stent. Residual stenosis was 0%. The procedure also treated a 3.5x28mm, 95% stenosed, moderately calcified, severely tortuous, ostial lesion in the proximal left circumflex (prox lcx) with predilation and placement of a taxus express2 3.5x32mm drug eluting stent. Following post-dilation, residual stenosis was 0%. The pt was discharged the next day on aspirin and clopidogrel. Four days post index procedure, the pt was admitted with a diagnosis of urosepsis. He had significant hypotension initially and was placed on IV dopamine, fluids, and antibiotics. The urosepsis eventually resolved. Because of continued urinary frequency, a urology consultation was performed. It was felt flomax was adequate and the pt was being adequately treated with antibiotics. It was recommended that this continued for 7 days. The pt had done well, otherwise. He was noted to have nonsustained ventricular tachycardia. A significant discussion regarding ICD implantation was performed. The pt opted against having an ICD at this time.